Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the event description, the patient seemed to have followed the post-operative instructions and have not reported putting any major force to the wrist. The most likely cause(s) for the complainant's event include in-vivo loading of the device possibly causing a fatigue fracture and possibly in conjunction with bending/stressing the plate prior to implantation as well as patient non-compliance with the post-op protocol. Per product directions for use (dfu-0192), post-operatively, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress and until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that this revision was performed by the same surgeon as the first revision. Soon after the first revision, the patient came in again with the same problem and on inspection, the titanium plate turned out to have broken as well. A second revision was performed using both volar and dorsal plates from a different manufacturer which works and has not been broken after three weeks of implantation. As far as the surgeon can judge, the patient seems to have followed the post-operative instructions and have not reported putting any major force to the wrist.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The device met all material specifications as received. The evaluation revealed that the returned volar distal plate is broken in half at hole. Based on the event description where it was noted that the device failed sometime after the first revision and the patient seems to have followed the post-operative instructions, the most likely cause(s) for the complaints event include in-vivo loading of the device possibly causing a fatigue fracture, in conjunction with bending/stressing the plate prior to implantation, and as well as possible patient non-compliance with the post-op protocol. Per product directions for use (dfu-0192), post-operatively, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress and until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that this revision was performed by the same surgeon as the first revision. Soon after the first revision, the patient came in again with the same problem and on inspection, the titanium plate turned out to have broken as well. A second revision was performed using both volar and dorsal plates from a different manufacturer which works and has not been broken after three weeks of implantation. As far as the surgeon can judge, the patient seems to have followed the post-operative instructions and have not reported putting any major force to the wrist.